Manufacturer narrative:
B5 describe event or problem: updated with additional information received. A2 age at time of the event: updated with additional information received. B2 outcomes attrib to adv event: updated with additional information received

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after exchanging pigtail catheter out for device, it was observed on intra cardiac echocardiography (ice) a potential air embolism, st elevations were present but settled down after a few minutes. The patient was stable on table. The patient is expected to fully recover. No further information was available at the time of this report. It was further reported that on (B)(6) 2025 the patient was still in recovery. It was further reported that the patient had slight snoring and that the position of the valve during exchanges was above the level of the heart of the patient. A potential air embolism appeared to be visualized on imaging as per physician.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, after exchanging pigtail catheter out for device, it was observed on intra cardiac echocardiography (ice) a potential air embolism, st elevations were present but settled down after a few minutes. The patient was stable on table. The patient is expected to fully recover. No further information was available at the time of this report.

Manufacturer narrative:
A2 age at time of the event: updated with additional information received. B2 outcomes attrib to adv event: updated with additional information received. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after exchanging pigtail catheter out for device, it was observed on intra cardiac echocardiography (ice) a potential air embolism, st elevations were present but settled down after a few minutes. The patient was stable on table. The patient is expected to fully recover. No further information was available at the time of this report. It was further reported that on (B)(6) 2025 the patient was still in recovery.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after exchanging pigtail catheter out for device, it was observed on intra cardiac echocardiography (ice) a potential air embolism, st elevations were present but settled down after a few minutes. The patient was stable on table. The patient is expected to fully recover. No further information was available at the time of this report. It was further reported that on (B)(6) 2025 the patient was still in recovery. It was further reported that the patient had slight snoring and that the position of the valve during exchanges was above the level of the heart of the patient. A potential air embolism appeared to be visualized on imaging as per physician.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037105651. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation) (hospitalization) and anesthesia risks (snoring). Risk review a risk review was completed and confirmed that the events of arrhythmia (st segment elevation) and anesthesia risks (snoring) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.